Event description:
It was reported that the stent dislodged from the balloon, requiring intervention. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 6.0mmx18mmx150cm express vascular sd stent balloon expandable was advanced for treatment. During the procedure, the stent dislodged from the balloon before reaching the lesion and traveled or moved down the artery after it was detached from the delivery system. The stent was successfully removed by a snare. The procedure was completed using an alternate device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks. Microscopic examination revealed no damages. The stent is no longer on the balloon. No other issues were identified during the product analysis.

Event description:
It was reported that the stent dislodged from the balloon, requiring intervention. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 6.0mmx18mmx150cm express vascular sd stent balloon expandable was advanced for treatment. During the procedure, the stent dislodged from the balloon before reaching the lesion and traveled or moved down the artery after it was detached from the delivery system. The stent was successfully removed by a snare. The procedure was completed using an alternate device. No complications were reported.